Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicate that 5948 products désignation refobacin bone cement r 40 ref. (B)(4), batch a701cd2503 were manufactured on (21th august 2018). The device manufacturing quality record (of 6370933) indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue (complaint category inner cement pouch open sealing) event described in the complaint. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. 7 complaints included the current one have been recorded over the batch number a701cd2503 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during surgery, when opening the cement, it was found that the powder container was damaged/ torn. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer. Therefore it could be analyzed. The product analysis shows that the product has been returned in original box with labels and monomer ampoules. However, no pouches have been received. Therefore, the reported event could not be confirmed. The review of the device manufacturing quality record indicate that 5948 products designation refobacin bone cement r 40 ref. 3003940001, batch a701cd2503 were manufactured on (21th august 2018). The device manufacturing quality record (of 6370933) indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue (complaint category inner cement pouch open sealing) event described in the complaint. 7 complaints included the current one have been recorded over the batch number a701cd2503 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, when opening the cement, it was found that the powder container was damaged/ torn. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicate that 5948 products désignation refobacin bone cement r 40 ref. 3003940001, batch a701cd2503 were manufactured on (21th august 2018). The device manufacturing quality record (of 6370933) indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue (complaint category inner cement pouch open sealing) event described in the complaint. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during surgery, when opening the cement, it was found that the powder container was damaged/ torn. No adverse events have been reported as a result of the malfunction.